Event description:
Consumer contacted dexcom to report that while talking on the phone she became low. Admittedly, she had pushed buttons on her continuous glucose monitoring system to observe her reading and may have unknowingly acknowledged the alert before it sounded. The consumer fainted and her husband helped her by giving her some coke. She then took 3 units of humalog. No additional event or patient information is available.